Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump alleging possible under delivery. The customer's blood glucose level was 432 mg/dl. The customer corrected through manual bolus shots. The customer reported that they tried all the troubleshooting but it did not bring the blood glucose level down. The customer declined troubleshooting for high blood glucose level. The insulin pump will be and reservoir will not be returned for analysis.